Manufacturer narrative:
The file has been updated after receipt of the adjudication minutes. The complaint received for the sapphire study indicated that the wire of the angioguard bent during the procedure. The physician attempted to correct it but then decided to complete the procedure with another angioguard. After the precise stent was implanted, the patient had aphasia which was diagnosed as a tia. The angioguard used for the procedure was not in place when the symptoms began. The symptoms fully resolved with no residuals and no additional treatment was necessary. Additional information obtained in the adjudication minutes indicate that according to the discharge summary, after the stent was placed, the patient developed a profound vagal reaction with his blood pressure in the 60's mmhg and also severe vasospasms of the right ica proximal to the petrous section. He developed aphasia. Neo-synephrine, IV nitroglycerin, and atropine were administered. After thirty minutes, the symptoms of aphasia resolved completely. The site reported a 0% final residual target lesion stenosis. No debris was found in either filter basket upon retrieval of the protection device. Post-operatively the patient remained hypotensive. Neo-synephrine, phenylephrine, midodrine, and florinef were administered for several days. A CT scan (exact date unknown) revealed no bleeding as noted on the discharge summary. The MRI the following day showed no evidence of a cerebrovascular accident. On (B)(6) 2010 the nih stroke scale score was 2 (attributions unavailable) and the rankin stroke scale score was 0. The site reported full recovery in less than 24 hours, with no residual deficits. This event was reported as a tia. On (B)(6) 2010 the patient was discharged on asa and clopidogrel. Based on this information, vasovagal reaction and vasospasms will be coded and the file will be updated accordingly. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Tia is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. However, factors that may have influenced the event include patient, procedural, pharmacological and lesion. Vasovagal reactions may occur when pressure is applied to the artery during percutaneous procedures in which diagnostic or interventional devices are advanced through arteries. Pressure on a large artery and pain can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vasovagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a well know potential complication with any invasive procedure during which pressure is applied to the groin area. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00121 and 9616099-2012-00514.

Manufacturer narrative:
This led to the resolution of most of the spasm but improvement of the flow from timi 2 to timi 3. The patient had no symptoms during this. Subsequently then, a pre-dilation balloon which was a 4.0 x 20 was prepared and placed on the wire and then advanced across the lesion. The balloon was inflated up to 8 atmospheres and slowly deflated. A precise pc0830rxc (pc0830rxc/ lot 15120174) self-expanding stent was placed across the lesion and then deployed. Following this, the patient developed severe hypotension without bradycardia and was also noted to have aphasia. Angiogram revealed that the basket was not occluded and there was timi 3 flow. Subsequently then, the stent was replaced by a 5.0 x 20 balloon which was placed across the lesion and inflated up to 8 atmospheres and then brought down. The patient's blood pressure remained low. He received atropine during the course of the hypotension and a total of 1.5 mg of atropine. He also received 50 mcg and then 3 injections of 10 mcg of neo synephrine to improve blood pressure and he additionally received 100 mcg of intra-arterial nitroglycerin after an angiogram had identified severe vasospasm of the internal carotid artery going up to just below the siphon. Subsequent angiograms over time revealed improvement and then resolution of the spasm and complete resolution after an additional dose of nitroglycerin, 200 mcg was given when the patients bp improved. The patient's neurologic symptoms complete resolved, after resolution of vasospasm and stabilization of blood pressure issues. Subsequently final angiograms were performed. The sheath was then removed under contrast injections to check for dissections and none was seen. Subsequently it was then exchanged for a 6-french sheath and then right external iliac angiogram obtained followed by deployment of perclose device. The patient returned to the ward in stable condition. After about half an hour, neurologic symptoms of aphasia which he developed resolved completely. CT scan revealed no bleeding and MRI subsequently the next day revealed no evidence of a cerebrovascular accident. Postoperatively he remained hypotensive. He was on intravenous neo-synephrine for a number of days along with adding phenylephrine to raise the blood pressure. The patient was discharged approximately a week later. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2012-00121 and 9616099-2012-00514.

Event description:
The original complaint received for the (B)(4) study indicated that the wire of the angioguard bent during the procedure. The physician attempted to correct it but then decided to complete the procedure with another angioguard. After the precise stent was implanted, the patient had aphasia which was diagnosed as a tia. The angioguard used for the procedure was not in place when the symptoms began. The symptoms fully resolved with no residuals and no additional treatment was necessary. The (B)(4) adjudication minutes were received and agree with the previous diagnosis of tia-non-ipsilateral post stent implantation and that the event was procedure related. Additional information obtained in the adjudication minutes indicate that according to the discharge summary, after the stent was placed, the patient developed a profound vagal reaction and also severe vasospasms. He developed aphasia and diagnosed with a transient ischemic attack (tia). Neo-synephrine, IV nitroglycerin, and atropine were administered. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the right internal carotid artery. A 6-french shuttle sheath was passed through that and then positioned with its tip below the lesion in the internal carotid artery. An angioguard (601814rmc/ lot 71009515) distal protection basket was prepared, placed into the sheath and the wire easily passing the lesion and the basket was then deployed. Angiogram was then obtained demonstrating slow flow. It was also apparent that there was spasm of the internal carotid artery so the patient received 100 mcg of intracoronary nitroglycerin.